Manufacturer narrative:
Additional information received alleged that the patient experienced a cardiac arrest (leading to the patient's expiration) approximately two and a half months before the initially reported date of event. Additional information has been requested to clarify the event date for the alleged patient experience. Any information received will be reported upon receipt accordingly.this is one of two device reports that are associated with this event; the associated manufacturer report numbers are 1225714-2014-13751 and 1225714-2014-13752.the hardcopy 3500a form MFR report # 1225714-2014-13752 follow-up # 001 was timely submitted on (B)(6) 2016 to the office of center for devices and radiological health, stamped (B)(6) 2016, and returned to fresenius medical care with a cover letter dated 02/17/2016 stating the paper MDR submission was not accepted. This report is being resubmitted electronically per 21 cfr part 803.56.

Event description:
The plaintiff's attorney alleged the decedent experienced an unspecified injury and subsequently expired on or about (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.